Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the stent is deformed at its proximal end. Several stent struts are lifted. Microscopic analysis revealed stent imprints on the exposed balloon surface, indicating that the lifted struts were initially crimped on the balloon. Outside of the deformed zone, the crimped diameter complies with the specification. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations, no manufacturing or material related root cause could be determined. It should be noted that the IFU states to visually check the stent crimping for uniformity, no protruding struts and not to use if any defects are noted.

Event description:
An orsiro drug eluting stent system was selected for treatment. While introducing the stent into the guiding catheter, resistance was felt. Subsequently, the device was withdrawn.